Manufacturer narrative:
Approximate age of device - 6 years. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that patient was admitted with heart failure and shortness of breath with lactic acid dehydrogenase (ldh) 1721 (u/l) with inr 2.4. The patient was taken to the operating room (B)(6) 2018 for an emergent pump exchange, secondary to pump thrombosis. The hmii was explanted and the patient was implanted with an hvad. The account were told that is was due to the patient's chest cavity size and events were deemed to be device related.

Manufacturer narrative:
Additional information: manufacturing evaluation conclusion: no device-related issues were identified through the evaluation of heartmate ii lvas, and a correlation to the reported event could not conclusively be established through this evaluation. The pump was returned assembled with the driveline was cut approximately 1¿ from the pump housing and the distal portion not returned. The inlet tube was not returned. The inlet conduit flex section was severed medially and only the distal half was returned. The sealed outflow graft and outflow graft bend relief were returned detached from the outflow elbow. The outflow elbow was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was sutured in place around the outflow graft nut. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered thrombus formations or depositions. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended.

Event description:
It was later reported that the patient passed away on (B)(6) 2018 from an unknown cause. The outcome was reportedly not device or therapy related. It was noted that the patient did not undergo a pump exchange as previously reported.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were identified through the evaluation of heartmate ii lvas, serial number (B)(6), and a correlation to the reported event could not conclusively be established through this evaluation. The pump was returned assembled with the driveline was cut approximately 1¿ from the pump housing and the distal portion not returned. The inlet tube was not returned. The inlet conduit flex section was severed medially and only the distal half was returned. The sealed outflow graft and outflow graft bend relief were returned detached from the outflow elbow. The outflow elbow was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was sutured in place around the outflow graft nut. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered thrombus formations or depositions. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii IFU, rev. C, lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6-9 of this document provides details regarding the recommended anticoagulation therapy and inr range. Section 6-13 outlines indications of pump thrombosis, as well as how to respond to such events. The ¿powering the system¿ section provides important information regarding the heartmate batteries, including ¿using the heartmate 14 volt lithium-ion batteries¿ which outlines monitoring battery charge level and replacing depleted batteries, ¿switching power sources¿, and ¿charging heartmate batteries¿. The ¿alarms and troubleshooting¿ section outlines all system controller alarms, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.